Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the instrument fractured. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by visual inspection. Visual inspection of the returned device identified signs of repeated use and has fractured on the medial side of the post all pieces returned. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.